Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2015, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2015. Skin reaction was described as red, bumpy, warm and itchy like a rash. The reaction was located at the abdominal area. The affected area was treated with clobetasol cream, prescribed for a previous reaction, as well as over-the-counter antihistamine and sensicare skin barrier cream. Additionally, the patient reported further information regarding their skin reactions. Patient stated that the reactions began approximately 3 months into usage of the dexcom and that the reactions generally present themselves with redness, swelling, heat, bumps and weeping. Patient also indicated that they have had a history of skin sensitivity to metals. At the time of contact, the patient was fine. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.